Event description:
During verification testing at the manufacturing facility, the control knob position intermittently did not match the displayed position.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).